Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device. Product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation in a patient with severe calcification, the valve was deployed at a depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp (lcc). Poor frame expansion was noted; however, the valve was fully released. Severe paravalvular leak was observed. Subsequently, a post-implant balloon dilation was performed using an 18mm balloon. After the balloon dilation, an echocardiogram was performed and revealed bleeding from the lcc/sinus of valsalva (sov) region. It was noted that the calcification in the lcc valve leaflet dissected the sov, resulting in an annulus rupture. No treatment was performed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of balloon that was used was a non-medtronic (zmed) semi-compliant balloon, and 1 inflation was performed using the in deflator.